Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they have received calibration errors on two sensors. The customer's blood glucose level at the time of incident was between 400mg/dl and 500mg/dl. The customer states they cannot tell when their levels run high. Troubleshoot was conducted. The customer was advised the sensors would be replaced and returned for analysis.